Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc meter was not retaining the date and time setting. It was then additionally identified by adc customer service that the date and time settings in their meter were not properly set, and they reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.